Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer was checking to see if the pump was on suspend last night. Customer put the pump back on him and a couple minutes later, he received an alarm. Customer stated that he thought the pump was turned off but the light was on and the pump had a button error. Customer's blood glucose was 150 mg/dl at the time of the call. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
No button error alarm was noted. However, intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.